Manufacturer narrative:
Continuation of d10: product ID 97755, serial# (B)(6), product type recharger, product ID 97745, serial# (B)(6), product type: programmer, patient product ID 97745ac, product type: accessory, product ID: 97745, serial# (B)(6), product type: programmer, patient section, d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), product ID: 97745, serial/lot #: (B)(6), UDI#: (B)(4). H3. Analysis was performed on [product ID 97755, serial# (B)(6)] analysis found that the complaint was unverified. H3. Analysis was performed on [product ID: 97745, serial/lot #: (B)(6)] analysis found that the programmer had 5 pins missing from the system connector. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the controller stopped working. Pt stated that the controller powered on, however the controller would display no device found after they unlocked the controller, so they couldn't program anything. Pss asked the pt if the ins was charged; pt stated no since they hadn't been able to recharge the ins since yesterday around 5:30 pm. Pt stated that a software problem message (message details unknown) would appear; message would not appear only when they were recharging their ins; pt stated that the message appeared maybe three times in the last six weeks and that it wasn't appearing as often as the last couple times when they had to replace the device; pt stated that when they got up in the morning to shut off the reclining position the controller would be blank and wouldn't power on even though the controller was charged and just removed from the ac power supply; pt stated that this had happened a lot before, however resetting the controller would normally resolve the issue. Pt stated that the equipment just started acting up in the last two weeks really where the equipment didn't want to recharge their ins; pt stated no matter where they placed the rtm over the ins, the controller kept saying no device found. Pt stated that sometimes the controller itself didn't want to recharge. Pt noted that they were given two battery packs to use with the controller. Pt confirmed that the ac power supply green light was on. Pt stated that one prong on the ac power supply was sticking out longer than the others however. Pss had the pt remove the battery pack from the controller and connect the controller to the ac power supply; pt confirmed that the controller powered on. Pss then had the pt reinsert the battery pack into the controller while the controller was still connected to the ac power supply; pt confirmed that the green light was flashing above the screen. Pt also tried their other battery pack in the controller and pt confirmed that the green light was flashing above the screen. Pss was going to have the pt attempt to recharge the ins during the call, however pt stated that the ins itself would get hot as well as the rtm relay box. Pt confirmed that there was no apparent damage to the equipment and that the contacts on the equipment were clean. Pt stated that they would have to mess around with getting the rtm in the right spot over the ins in order for the ins to start recharging. Pt stated that the equipment had been acting up for about a month and that the equipment really started acting up in the last two weeks. Pt stated that in the past with fedex delivery issues, they had waited up to 11 days without stimulation which was a really big problem for them as they have to recharge their ins twice a day. An email was sent to the repair department to replace the controller, rtm and ac power supply. No symptoms were reported. Additional information received from the patient. It was reported that the patient received the controller and the power supply but they did not receive the recharger. They used the controller and were not able to pair with it. It said "connect the recharger." It did not appear it recognized that the recharger was plugged in. The controller went blank when they put the recharger on their waist. They plugged the controller into the wall and the green light did not flash. The light was steady but nothing was on the screen. They had two battery packs because they were sometimes in the area with no electricity. The patient charged their battery packs the other day. They took the battery out and plugged in the controller. The screen came on and it told the patient to pair it. When they went to unplug the power supply to plug in the recharger, the screen went out. They tried using their second battery pack and ther e was nothing on the screen. They plugged the controller in the wall again with the second battery, and it prompted them to pair and connect the recharger. The screen went blank when they tried this. The patient tried aas on the call and the controller powered on. They did not see any damage and confirmed the power supply had the green light. They then tried plugging the controller in the wall with both battery packs and the green light on the controller did not come on. Replacement devices were requested.